Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015: correction to reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During testing, the pump powered on; however, the display screen remained blank. The returned battery cap secured properly to the pump. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and other internal components. (B)(4).